Event description:
It was reported that an alert for back-up vvi was seen on remote transmission. The patient presented to the hospital after feeling a vibration. Device interrogation revealed that the device was in back-up vvi. The device was reprogrammed and remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.